Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
It has been stated that the unit failed while using battery power, during transport of a patient within the hospital. The customer removed the pump and replaced it with another pump, then continued therapy. The customer reports no negative effects to the patient due to this event. (B)(4).

Manufacturer narrative:
Field safety technician has been sent for investigation and found defective battery. Thus the failure could confirmed. According to service order # (B)(4) the battery pack has been replaced (new battery: (B)(4)). Additional functional check and safety test have been performed. The unit has been returned to clinical service. No further investigation possible as the defective battery has been already discarded. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury, no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error.

Event description:
(B)(4).